Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded far-field r-wave oversensing (ffrwo). Programming recommendations were requested to technical services (ts) to avoid this from reoccurring. Technical services (ts) reviewed the device data and discussed there are inappropriate atrial tachy response (atr) episodes showing ffrwo and provided programming recommendations. The crt-d remains in service. No adverse patient effects were reported.